Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination found the outer coil was compressed, the outer insulation was breached, and four of the outer coil filars were fractured, which is consistent with clavicular crush forces located at the middle region of the lead. The cause of the reported event was isolated to the exposure of the outer coil and the fractured outer coil filars in the clavicular crush damage region.

Event description:
Additional information was received that the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.